Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with lumbar canal stenosis; and underwent oblique lumbar interbody fusion at l3-l4. The intervertebral disc space was narrow and there had been load. Intra-op, when the cage was being hammered in, the gripping of the inserter and the inserter knob became loose. So, the cage was removed, and it was found that the threaded part of the cage had been broken. Hence, another cage was opened and was implanted using the same inserter. There was a delay of more than 60 minutes in overall procedure time due to difficulty in removing the cage and then inserting a new one. There were no patient complications reported as a result of this event.